Manufacturer narrative:
This event cannot be confirmed or not confirmed for lead revision through product analysis testing alone. As received, visual inspection showed the lead was returned incomplete (only terminal end lead segment 29cm) and passed isolation resistance testing. The cause of the reported event remains unknown.

Event description:
Related manufacturer reference number: 1627487-2021-15091. It was reported that, during a lead revision (related manufacturer reference number: 1627487-2021-13256), the physician was only able to partially explant the patient's right s1 lead. The distal portion of the lead remains intact despite several attempts to explant. No intervention is planned for the remaining portion of the lead. It is unknown which lead was partially explanted so both are being reported on.